Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a visit to urgent facility to treat high blood glucose. The current blood glucose reading is 400 mg/dl. Customer has treated with manual injection and insulin pump. The blood glucose reading at the time of the event was 188 mg/dl. During troubleshooting, the manual prime is correct, insulin exits the tubing. Time and date are correct. Programming is correct. Nothing further reported.